Event description:
It was reported that during reprocessing, the subject us-scope / us-probe device was not being cleaned with no lint free cloths or sponges. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Manufacturer narrative:
Additional information: d9. H3, h4, and h6. An olympus endoscopy support specialist (ess) had been dispatched to perform an annual on-site cleaned, disinfected, or sterilized (cds) refresher in-service. Ess noted that the staff only have access to medline nail brushes to clean the external surfaces of the endoscope; no lint-free cloths or sponges are available. During the in-service, ess explained the differences in what they are currently using and what should be used per the information for use (IFU). There was no identifying information on the packaging of the individual nail brushes. Ess suggested getting lint-free cloths or sponges for reprocessing the bronchovideoscope. The event can be detected and prevented by following the instructions for use, which state: wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them as described in section 3.3, ¿inspection of the endoscope¿. After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right. (Page 71, instruction manual). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received by the customer.